Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported setting up her machine and at step 1 the cycler kept repeating the step. The patient used another cassette and was able to get past step 1. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms/warnings prior to or after the leak. The cause of the leak is unknown. Upon follow up, the patient confirmed that the reported fluid leak event was discovered after completing the pd treatment. The patient woke up to a small amount of fluid inside the cycler door. There were no alarms produced by the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported setting up her machine and at step 1 the cycler kept repeating the step. The patient used another cassette and was able to get past step 1. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms/warnings prior to or after the leak. The cause of the leak is unknown. Upon follow up, the patient confirmed that the reported fluid leak event was discovered after completing the pd treatment. The patient woke up to a small amount of fluid inside the cycler door. There were no alarms produced by the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.